Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/02/2015 with the following findings:the pump battery compartment was observed to be cracked from the top of the cover and the casing was observed to be cracked at the top corner of the display screen. The returned battery cap was able to secure appropriately to the pump. A leak test was performed and the pump was found to be leaking due to the damage pump case. The pump was opened and internal moisture was found throughout the inside of the pump. The pump was opened and moisture was observed throughout the inside of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter indicated that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.